Manufacturer narrative:
The event occurred in germany during startup. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was onsite for investigation on 2024-12-16. The fst replaced the motor. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective motor was returned to the manufacturer and investigated by the getinge life cycle engineering on 2025-03-28. During investigation it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the rpm (roller pump module) control system which results in the reported error message: "head". The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. The review of the non-conformities has been performed on 2025-04-08 for the period of 2015-12-03 to 2024--12-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-12-03. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany. The instant of time is unknown. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Since the repored error message: "head" can lead to an unintentional pump stop a report is required in us.